Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 489 mg/dl and moderate ketones, vomiting, and nausea. Cause of bg level was unknown. The customer went to the emergency room (ER). Bg was treated with intravenous fluids, insulin injections, and medication was administered for nausea. The customer exited ER for 1.5 hours; however, continued experiencing nausea and vomiting and subsequently re-entered ER. The customer left the ER approximately 12 hours later in better condition (bg 278 mg/dl) however, experiencing weakness. Reportedly, the customer continued to use the pump for insulin therapy.